Event description:
Swelling in the home pt's scrotal area during the dwell phase of apd therapy using the homechoice cycler. The home pt's family member contacted baxter's operational support line for instructions on bypassing the home pt out of the dwell phase into the drain phase a the time that the swelling was reported. According to the home pt's family member, the home pt was diagnosed with a hernia, which allowed fluid to leak out of the peritoneum into the scrotal area. Both the home pt's family member and the home pt's healthcare professional (hcp) do not attribute the hernia to the homechoice device. According to the hcp, she does not feel that any device failure or malfunction had occurred and relates the hernia to the home pt's age and an inherent weakness within the home pt's peritoneal wall. The hcp relates that as of 2003, the home pt has been switched from apd therapy to hemodialysis and it is not known whether the home pt will return to apd therapy or not.